Event description:
A malfunction alarm with a specific code was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues arise again.